Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference: 2938836-2017-14709. During follow-up, non-sustained ventricular tachycardia oversensing episodes were noted. The device was reprogrammed to resolve the issue. The patient is well.